Event description:
It was reported that the intermittent catheter having issue from the order. They states that the 7 of the catheters were bent in the box and not lubricated RMA for 7 catheters.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "operator error". It is unknown whether the device had met relevant specifications. Based on patient code 2645 the product was not used on the patient. It was unknown whether the product had caused the reported failure. The lot number is unknown, therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure.   H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: the device was not returned.